Event description:
It was reported that the device had failed patient side occlusion, replaced pressure sensors with new sensors but still did not pass pressure calibration during failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction : annex b : b21. Annex c : c21. Annex d : d16. Additional information : device available for eval?, returned to manufacturer on, device return to manufacturer?, device eval by manufacturer?

Event description:
It was reported that the device had failed patient side occlusion, replaced pressure sensors with new sensors but still did not pass pressure calibration during failed preventive maintenance. There was no patient involvement.